Event description:
The customer stated after performing the recommended decontamination procedure on the axsym analyzer. The customer still received error codes#1118 (invalid test result intercept, too low) and # 1062 (invalid test result, read value #) on pt samples using the digoxin iii assay. The customer requested field service. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.